Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to hospital after receiving vibratory alert, high, out of range, hv lead impedance was observed. A gradual increase in impedance in all hv lead vectors due to device encapsulation was suspected. Patient notification alert was disabled. Patient will be monitored routinely.